Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with intraperitoneal (ip) injection vancomycin (1gm stat and ¿5th a day¿, ongoing) and ip injection cefazolin (500mg twice a day, duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Dianeal and extraneal therapies were ongoing. No additional information is available.